Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified mid left anterior descending(lad) artery. A 2.00mm x 20mm emerge balloon catheter was used to pre-dilate the lesion. The balloon was inflated twice. The physician intended to inflate the balloon up to 15 atmospheres however, the balloon ruptured at 12 atmospheres on the second inflation. There was no kink nor resistance encountered during the procedure and the device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the status of the patient was good.

Manufacturer narrative:
Returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the packaging and device matched the batch number for this complaint. The catheter was visually and tactilely inspected; there was contrast in the inflation lumen but no other damage or irregularities were found. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was soaked in a water bath to loosen the contrast prior to functional testing. Using an inflation device filled with water, the device was inflated to 14 atm for 5 minutes. There was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the event. The reported balloon rupture was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified mid left anterior descending(lad) artery. A 2.00mm x 20mm emerge balloon catheter was used to pre-dilate the lesion. The balloon was inflated twice. The physician intended to inflate the balloon up to 15 atmospheres however, the balloon ruptured at 12 atmospheres on the second inflation. There was no kink nor resistance encountered during the procedure and the device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the status of the patient was good.